Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms can be conformed based on the information contained in the event log file retrieved from the returned system controller serial number (B)(4). The event log file contained data recorded on (B)(6) 2021 from 6:05 am to 9:43 am where intermittent power cable disconnect and some low voltage alarms were recorded. The associated voltage levels indicated that the alarms occurred while on 14v batteries and may suggest a possible issue with the power cables. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from march 18 to november 28, 2021. The recorded data did not add any new information regarding the reported event. The evaluation of the returned system controller revealed inner conductor breakdown. The confirmed conductor breakdown has the potential to result in the reported alarms and it appeared to be related to wear and tear due to repetitive lead flexing during use. During further evaluation, the outer insulation of the power cable was removed and a green substance was confirmed in both power cables. The green substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ explain all alarms, including driveline power fault and backup battery fault alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ incidental findings: fluid ingress, damaged power cables, and conductor breakdown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report # 2916596-2021-07229 it was reported that the patient was seen in clinic for ongoing power cable disconnect alarms that started around 07:00. The alarms were nearly constant with short breaks. The patient switched batteries and clips at home and the alarms did not resolve. The patient was then told to go to clinic and the patient was actively alarming when arrived. The controller was changed in clinic and the alarm did not resolve. The modular cable was changed and the alarms seemed to have resolved. The log files were sent for review and captured some odd strings of brief power cable disconnects on (B)(6) 2021 at 7:06 until 9:24am. The power cable disconnects appeared to be caused by the white power lead of the controller.